Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that the catheter exhibited a force sensor error when it was connected to the patient interface unit (piu). The reported phenomenon occurred during an atrial fibrillation procedure. The connector was replaced to check to see if this part had contributed to the sensor error; however, the error still remained. The user replaced the catheter and the issue was resolved and the procedure continued normally. Additionally, the physician reported that the curves made by the tip of the catheter did not match the curves generated by the gauntlet (handle) with emphasis on the curvature in the posterior position. No additional information was provided. Multiple attempts were made to the obtain the patient outcome but the distributor had no information available for the reported event.